Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate to the display screen. The bezel overlay assembly was replaced and calibrated. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests.

Event description:
It was reported that the stylus was not calibrated with the programmer screen. The programmer was returned to service. No patient complications have been reported as a result of this event.